Event description:
Staff discovered that there is "communication" between the lumens in our dual lumen PICC line kits. The fluids are commingling between the two lumens when fluids are pushed through the hub of product. The device in some form or fashion has become compromised and is leaking fluid to the other lumen.======================health professional's impression.======================the device in some form or fashion has become compromised and is leaking fluid to the other lumen.======================manufacturer response for dual lumen PICC line kit, xcela (custom kit).======================the manufacturer is planning to examine the PICC lines that have been explanted.they will also take samples of the new product from the lots in question and test for infiltration/compromise.